Event description:
During a patient transfer from wheelchair to bed, patient fell out of hoyer lift seat. Pt is 94 y.o. Who was restless and anxious to return to bed. The visiting nurse association submits this report pursuant to the provisoin of 21cfr part 803. This report is based on preliminary information received by the vnahpv which the vnahpv has not had the opportunity to investigate or verifty prior to the reporting date. The vnahpv has not conclusively determined the cause of this event. This report shall not be construed as an admission by the vnahpv that it or any of its employees of affiliates caused or contributed to the incident described herein. In addition, the submission of this report shall not be construed as an admission that a reportedly event has in fact occurred.